Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that a combi set blood leak occurred during a patient¿s hemodialysis (hd) treatment. Blood was reportedly leaking from a cut on the ¿blood pump line segment¿. Additional information was obtained through follow-up with the facility administrator (fa) from the clinic. The fa stated the machine, a fresenius 2008t, was alarming with ¿air detected¿ warnings and approximately forty-five minutes into the treatment blood was observed leaking externally from the combi set bloodline. The fa confirmed that a cut (or tear) was identified on the bloodline, on ¿the segment where the material is thicker¿. The patient was using a fresenius optiflux 180nre dialyzer. The majority of the patient¿s blood was returned after the lines were clamped. The patient¿s estimated blood loss (ebl) was less than 100 ml. The fa confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The machine in use did not require any repairs and was confirmed to be fully operational upon follow-up. The fa stated there had been no reoccurrences on the machine. The fa also confirmed that the machine was not suspected to have contributed to the reported blood loss event. The combi set that leaked was reportedly available to be returned for a manufacturer evaluation.

Event description:
A user facility reported that a combi set blood leak occurred during a patient¿s hemodialysis (hd) treatment. Blood was reportedly leaking from a cut on the ¿blood pump line segment¿. Additional information was obtained through follow-up with the facility administrator (fa) from the clinic. The fa stated the machine, a fresenius 2008t, was alarming with ¿air detected¿ warnings and approximately forty-five minutes into the treatment blood was observed leaking externally from the combi set bloodline. The fa confirmed that a cut (or tear) was identified on the bloodline, on ¿the segment where the material is thicker¿. The patient was using a fresenius optiflux 180nre dialyzer. The majority of the patient¿s blood was returned after the lines were clamped. The patient¿s estimated blood loss (ebl) was less than 100 ml. The fa confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The machine in use did not require any repairs and was confirmed to be fully operational upon follow-up. The fa stated there had been no reoccurrences on the machine. The fa also confirmed that the machine was not suspected to have contributed to the reported blood loss event. The combi set that leaked was reportedly available to be returned for a manufacturer evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The sample was not in its original packaging with label identification. The sample was disinfected and during the disinfection of the complaint sample, the alleged failure mode was confirmed; a leak was found in the pump tubing. In addition, a visual inspection was performed to the pump tubing, and during the visual inspection a tear was found in the pump tubing. The cause of the tear could not be established because the sample worked as intended during the priming stage and the incident occurred approximately thirty minutes after the initiation of treatment. However, this kind of damage (a tear) could be caused by incorrect handling of the product either during the manufacturing process or treatment setup. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. The investigation into the complaint was able to confirm the reported event.

Manufacturer narrative:
Correction: d9 the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that a combi set blood leak occurred during a patient¿s hemodialysis (hd) treatment. Blood was reportedly leaking from a cut on the ¿blood pump line segment¿. Additional information was obtained through follow-up with the facility administrator (fa) from the clinic. The fa stated the machine, a fresenius 2008t, was alarming with ¿air detected¿ warnings and approximately forty-five minutes into the treatment blood was observed leaking externally from the combi set bloodline. The fa confirmed that a cut (or tear) was identified on the bloodline, on ¿the segment where the material is thicker¿. The patient was using a fresenius optiflux 180nre dialyzer. The majority of the patient¿s blood was returned after the lines were clamped. The patient¿s estimated blood loss (ebl) was less than 100 ml. The fa confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The machine in use did not require any repairs and was confirmed to be fully operational upon follow-up. The fa stated there had been no reoccurrences on the machine. The fa also confirmed that the machine was not suspected to have contributed to the reported blood loss event. The combi set that leaked was reportedly available to be returned for a manufacturer evaluation.